Event description:
Event description boston scientific crm received information that this device was indicating 4 years longevity remaining. Within a year, that estimate dropped to 1.5 years longevity remaining with no programming changes. A boston scientific crm technical services (ts) consultant suggested that it could be due to an invalid charge time while exiting atrial tachycardia response fallback mode. Information was later received that this device was electively explanted. No adverse patient effects were reported as a result of the procedure.

Manufacturer narrative:
This device remains implanted. As a result, boston scientific crm is unable to confirm the clinical observations. No additional information is available at this time. This event will be reopened if any additional information is received. The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough device analysis was performed. All telemetry operations were normal. The device was put through and passed a series of automated diagnostic testing that verifies the performance of pacing, sensing, and recording functions of the device commensurate with battery voltage. The device operated properly throughout electrical analysis and functional testing. Based on the field observation and analysis of the device stored diagnostic data it was determine the device declared an invalid charge-time , which resulted in the device showing a reduced remaining capacity.